Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with a syringe. The customer also experienced a state of hyperglycemia. The customer was informed that there could be many reasons for high blood glucose. The customer wanted to report the incident. There was no trouble shooting. No further information was provided.